Event description:
Obtained a blood glucose result (unknown result) and glucose treatment from a nurse because the lancing device cap was broken the patient stated that the lancing device was not out of the box and was being used according to the instructionsl manual. Prior to receiving any medical attention, the patient did nt take any actions following the attempted use of the product. The patient stated that he tests three times a day. The medical affairs specialist sent a letter on 05/2006 since the patient cannot be reached by telephone. It would be helpfult to obtain the following information: when the lancing device broke, if the patient experienced symptoms at the of concern, if the patient made any adjustments to his diabetes care due to the issue, and when the patient received treatment from the nurse. This complaint is being reported because the patient was unable to test and received glucose treatment from a nurse. It is unknown if the patient had symptoms of hypoglycemia during visit. The lancing device was replaced.